Event description:
Major pump unit(s) involved: drive unit failure. Additional text: fluid leaking out of driveline; abdominal fluid reaccumulation. Specific component(s) involved: driveline malfunction. Additional text: see above. Other component: causative or contributing factor: patient error in system care. Other cause:. Intervention(s): replacement of pump. Other intervention:. Implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.